Manufacturer narrative:
A ge service representative performed an onsite investigation. The power plug was reterminated. The workstation fuses, gib, ffb and control panel processor were reseated. Ps1 power supply was adjusted and the calibration files were restored. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a communication failed error message. No patient injury was reported.